Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 163 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 129 mg/dl and 127 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/17/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2017 09:56:00 am fasting:yes, 163mg/dl (B)(6) 2017 09:55:00 am fasting:yes, 150mg/dl (B)(6) 2017 09:48:00 am fasting:yes, 149mg/dl (B)(6) 2017 10:03:00 am fasting:yes, 135mg/dl (B)(6) 2017 09:53:00 am fasting:yes. Memory concerns: 163mg/dl fasting.